Event description:
It was reported that post implant on (B)(6) 2018, the ra lead was found to be dislodged and no capture was also noted. A lead revision was performed on (B)(6) 2018. At post op check on (B)(6) 2018, the ra lead was again found to be dislodged. On (B)(6) 2018, the lead explanted and new ra lead was implanted. Patient was discharged with no further issues.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.